Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator had hardware fault 20 error on this unit while on a patient. At the time of the alarm, the unit stopped ventilating for approximately 30 seconds. The issue was immediately noticed by staff and was able to move the patient to another ventilator. Furthermore, there was no patient harm reported from this event.

Manufacturer narrative:
Results of investigation: the suspect device has been returned for evaluation. Vyaire was able to verify the issue. Service tech was unable to duplicate the reported hw fault 20 alarm; however, service tech did find hw fault 20 & 21 alarms in the event trace. Vyaire will replace the hybrid board to resolve the reported complaint. Hybrid board will be scrapped. Notified customer regarding complaint resolution & part shortage of hybrid board p/n 19570-001. On (B)(6) 2023, replaced hybrid board, main board and main frame. Replaced upper and lower housings. Ptv-1 passed functional test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available